Event description:
Patient reported "right side implant rupture". Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken on posterior side assessed as surgical damage and missing shell assessed as inconclusive. No further actions are required as the device was implanted.

Manufacturer narrative:
Health effect- impact code: f2203. A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "right side implant rupture". Device has been explanted and replaced with non-allergan device.